Event description:
It was reported that the ilet displayed a pairing failed message with a dexcom g7 after an incorrect pairing code was initially entered, and the user then confirmed the correct sensor code and reattempted pairing, resulting in successful readings on the dexcom app and the ilet after the correct pairing code was toggled and entered. Symptoms included no adverse clinical effects. Outcomes included restoration of glucose data transmission and continued system use without escalation. Customer support included guided troubleshooting and user education on verifying and entering the correct pairing code. Investigation of this case revealed use error related to an incorrect pairing code entry, with no device hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error during pairing.